Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in the sicu during an infusion of vasopressin at a rate of 3 ml/hr. It was also reported that the head height was "good" and there was no looping or kinks in the tubing. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event.